Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during a procedure. The customer swapped out the unit and replaced it with another one to complete the case. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in brighton, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The device was found to be working as per specifications. As precaution, a replacement device has been provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the unit was returned and checked at the manufacturer's site. During the test performed, the error message wasn't displayed and a discrepancy between the actual and set gas flow values was observed on the air channel. The failure was traced back to an air mass flow sensor defective, that was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event was the defective sensor. In detail, sensors drift could have led to inaccurate flow measurement readings.

Event description:
See initial report.